Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, believed to be caused by a decrease in the balloon pressure. A surgical procedure was performed to explant the existing device and implant a new aus. There were no further patient compilations reported.